Event description:
It was reported that a patient underwent an open surgery of esophagus procedure on (B)(6) 2025 and barbed suture was used. During an open surgery for esophagus, at the time of closing the wound, the suture was broken during using a symmetric for fasciorrhaphy. A new additional symmetric was taken out, and the procedure was completed with additional suture. It was not a control release needle. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/29/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: could you kindly provide the lot number, please? =>unk - please provide the source or name of person providing answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.